Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black rubber packing-like foreign object came out of the balloon channel when brushing the ultrasound gastrointestinal videoscope. The issue occurred during post-operative reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation and the information provided, it was presumed that, since there was no black rubber packing components inside the balloon tube of the device, the phenomenon was caused by some kind of penetration from outside the device. However, a definitive cause could not be determined. Olympus will continue to monitor field performance for this device.